Manufacturer narrative:
The device was received 22-jul-2019. Returned device analysis begun on 25-jul-2019 revealed that the stent was not returned with the balloon. Complaints specialist performed visual analysis on the returned delivery system. Complaints specialist received the delivery system in the following condition: the stent is missing (was not returned with device). The balloon is tightly folded, indicating that no inflation or deployment attempts were made. Stent crimp (pillow) marks are present, confirming stent was previously crimped to balloon. Functional analysis for the reported stent shifting on balloon was unable to be performed due to the condition of the returned device, as it was received without its stent. A review of the lot history record (lhr) was performed. There were no non-conformances. The devices from this lot conforms to their predetermined specifications and requirements, including for stent retention. Dislodgement is captured in the risk assessment as a known potential hazard. The investigation determined that a definitive conclusive cause is not able to be assigned to the reported complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A (B)(6)-year-old male patient presented with st-elevated myocardial infarction (nstemi); treatment of an unspecified vessel via percutaneous coronary intervention (pci) was scheduled. On (B)(6) 2019, after unpackaging a 4.0x30mm cobra pzf¿ nanocoated coronary stent system, the stent appeared to be shifted proximally on the balloon, but was not dislodged. The device was not used in the patient; it was re-packaged by the site for return. Celonova biosciences returned goods lab received the device without its stent. Additional information received indicates that the site thought the stent had been repackaged with its delivery system and, while the current stent location is not known, the device was never used in the patient. No additional information as provided.